Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage varied upon interrogation. The device is still in use. It was further reported that the device reached end of life (eol) unexpectedly. The battery voltage was 2.90 volts and approximately one month later the device was at eol. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage varied upon interrogation. The device is still in use. No patient complications have been reported as a result of this event.